Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified should additional relevant information become available, a supplemental report will be submitted. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported rust present in distal tip of lumen area during reprocessing involving an olympus cysto-nephro videoscope. There was no patient involvement.